Manufacturer narrative:
Date of event is unknown/not provided. (B)(6). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4). The laser was used off-label as this patient had a pre-existing corneal scar. The use of this system is contraindicated for patients with corneal scars (lesions). The contraindications section says: ''lamellar resection for the creation of a corneal flap is contraindicated in the presence of corneal edema, corneal lesions, hypotony, glaucoma, existing corneal implant or keratoconus.'' All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that vertical gas breakthrough occurred when creating a flap with the intralase ifs laser. When the surgeon attempted to lift the flap, they experienced a flap tear. The patient is being brought back at a later date for further intervention. The customer mentioned that the issue was due to a scar present within the patient's cornea, and not due to the system.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.